Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve in a patient with calcification and a bicuspid aor tic valve, the valve was deployed at a depth of 4 mm on the non-coronary cusp (ncc) and 6 mm on the left coronary cusp (lcc). Subsequently, the valve dislodged to a depth of -10 mm on the ncc and -10 mm on the lcc. The valve appeared under-expanded and paravalvular leak was observed. A second valve was implanted in the patient. Per the physician, the patient's anatomy contributed to the dislodge. Approximately 8 days later, the patient underwent a surgery where a transcatheter valve was explanted.